Event description:
Cidex opa solution was used in an olympus medivator washer and was improperly programmed allowing only a one minute soak time in the solution; cidex opa solution requires a 12 minute soak time (at the time of this event).